Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported this abutment screw fractured.

Manufacturer narrative:
The device was not returned for evaluation, however, the customer¿s complaint has been confirmed through a radiograph and a picture. The radiograph shows the implant with a piece of the fractured screw inside. The picture received shows the abutment and crown that came off due to the screw fracture. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. There is no indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4)